Manufacturer narrative:
The reported event was the lead could not be fixed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning the lead and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was unable to be implant in the patient's myocardium due to lead malfunction. The lead was replaced and the procedure continued with the new lead implanted on (B)(6) 2025. No patient consequences were reported.